Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-06-06. The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. Future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the ligasure device would not seal. There was no patient injury, and another device of the same type was used to continue the procedure.